Event description:
It was reported that the physician perforated the left atrium while using the cool path ablation catheter during ablation (approx. 35w at 40 degrees celsius). A pericardiocentesis was performed and the pt is recovering.

Manufacturer narrative:
The catheter was discarded after the procedure. The lot number was not available to review the device history record. The cause for the reported perforation and subsequent pericardiocentesis remain unk. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. As stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel."